Manufacturer narrative:
(B)(4). The account confirmed that the device will not be returned for investigation. (B)(4) (reoperation).

Event description:
According to the reporter: additional information received from the account stated that a reoperation occurred 17 days after the original procedure due to the intestinal obstruction. During the reoperation, it was confirmed that there was no involvement with the clips. The adhesion occurred in other place from the operation site with the clips.

Manufacturer narrative:
(B)(4). Additional information has been requested but not yet received. A supplemental will be submitted upon receipt of any new information.

Event description:
According to the reporter: the patient underwent a laparoscopic sigmoidectomy procedure. The device was applied to the inferior mesenteric artery during the procedure. Two weeks post operatively, an intestinal obstruction occurred due to the adhesion of the clip. A CT scan was done to confirm the issue.